Event description:
The customer reported an error condition of r (review) flags were generated for the platelet parameter for all levels of 5c quality control samples when using the coulter lh 500 hematology analyzer. The numerical value for the platelet counts on all three levels of 5c controls recovered within range. There were no erroneous patient results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Returned part, red/white preamp card, was evaluated. The part was determined to be functional. The failure mode is unknown.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed there was noise on the low channels of the rbc/wbc (red blood cell/white blood cell) preamp card. The fse replaced the rbc/wbc preamp card resolving the issue. The fse returned the part for investigation on (B)(4) 2013; pending part evaluation. If the evaluation identifies significant information, a supplemental MDR will be filed. Failure mode was identified: the failure mode is related to a faulty red/white preamp card. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to generate erroneous results for the wbc, rbc and platelet parameters due to a possible error in the sizing and counting of these parameters. Evaluation of product labeling: per labeling, beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).